Manufacturer narrative:
The device was not returned for investigation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
A cryoablation procedure was performed using the actic front catheter. Following successful isolation of the four pulmonary veins, the arctic front catheter was withdrawn from the patient at 16:38. A pericardial effusion was diagnosed by the electrophysiologist using tte and a pericardiocentesis was performed at 17:01. Cavotricuspid isthmus ablation using rf was then attempted. The patient's blood pressure continued to drop and a code was called. CPR was performed and a code team including two cardiothoracic surgeons arrived to the lab and opened the chest. The patient was transferred to an operating room at 19:15. While in the or, the patient was on cardiopulmonary bypass for about 2 hours. After coming off cp bypass, the patient's heart rate and blood pressure were stable and the heart, kidney and general organ functions were fine, however, the patient's neurological prognosis was poor at 36 hours. The family elected to "decelerate care" and the ventilator was discontinued. The patient expired on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.